Event description:
The patient was having gallbladder removed and surgeon placed several clips on the duct and artery. Surgeon noticed that some of the clips did not close properly, so he had to remove and replace the clips from a new applicator. Surgeon finished the case and was checking inside the patient when he noticed the j-hook tip in the belly. It had come off the megadine shaft inside the patient. Surgeon removed the tip from the patient.